Event description:
Customer reported receiving a suspected false negative result on an unknown date in april 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(6)). Customer tested positive 2x on an unknown date using alternate covid-19 test kits (brand/manufacturer/method of alternate test not provided). Although requested, customer did not respond to technical supports three attempts to obtain further information.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.